Manufacturer narrative:
Additional information has been requested and if received, will be provided on a supplemental report.

Event description:
It was reported by the sales rep that during the procedure, he noted that the surgeon appeared to have problems with the targeting arm. The drilling of the posterior calcaneus screw went astray. According to the sales rep a user error can be excluded. The surgery was completed with freehand drilling.